Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and high rate non-sustained episodes. The lead also had t-wave oversensing (twos) and the patient experienced inappropriate therapy. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was double counting.